Event description:
It was reported that during a vats procedure, the device misfired while firing across the pulmonary artery. They had to open the patient to stop the bleeding. The bleeding was controlled with suture. Patient received a blood transfusion. The patient is currently stable. Risk management has the device and will not release it.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Risk management will not release the device.

Manufacturer narrative:
(B)(4).